Manufacturer narrative:
(B)(4).

Event description:
Beckman coulter, inc (bec) service support personnel in the technical support routine testing department found the closed tube aliquotter pressure pump of the unicel dxc 600i synchron access clinical system stayed on all the time. The service support personnel found the pressure bottle was shattered and other corresponding parts were destroyed. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. The service support personnel replaced the failed pump box hydro board and pump. The service support personnel also replaced other damaged parts (harnesses, pressure gauge, waste pump) caused by the pressure bottle that was shattered.